Manufacturer narrative:
H2: additional. H6: health effect - clinical code - additional. H6: health effect clinical code - chills.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient woke with chills and diaphoresis. She woke her spouse complaining of malaise and told him to check the bg before she passed out. The bg was 30-40 mg/dl while the egv was around 300 mg/dl. The spouse called 911. When ems came, they gave her IV fluid and fast -acting sugar gels. She immediately regained consciousness and ems departed. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.